Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The following day, the customer allowed the insulin in the cartridge to deplete fully. Subsequently, the malfunction reoccurred. The customer's blood glucose (bg) level was 345 (mg/dl). The customer administered a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared.